Manufacturer narrative:
Batch review performed on 28 september 2021. Lot 1908187: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items related to the event: anatomical shoulder system 04.01.0089 double eccenter lot. 2001146. Batch review performed on 28 september 2021. Lot 2001146: (B)(4) items manufactured and released on 07-july-2020. Expiration date: 2025-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Anatomical shoulder system 04.01.0028 humeral anatomical metaphysis - cementless - 135° - 11 lot. 1906626. Batch review performed on 28 september 2021. Lot 1906626: (B)(4) items manufactured and released on 15-nov-2019. Expiration date: 2024-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Anatomical shoulder system 04.01.0131 hc pegged glenoid ø46 lot. 1907770. Batch review performed on 01 october 2021. Lot 1907770: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 6 months after the primary, the patient came in reporting pain and lack of range of motion and the cause is unknown. The surgeon revised the glenoid, head, double eccenter, and proximal body. The surgery was completed successfully.